Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone and mail to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to lip and chin following treatment with a lumenis lightsheer infinity laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
User facility on mar 13, 2018 provided incident form and confirmed that the patient would not suffer permanent impairment. A lumenis healthcare professional reviewed the reported event details and concluded that the patient treatment settings were within manufacture specifications, device labeling and training. Additionally, the professional stated, "erythematous marks on lip and chin resolved within 10 days. No medical intervention. I have seen a lack of pressure cause erythematous spots after treatment that resolves." The professional concluded the root cause of the reported event to be operator error. Based on the new information, lumenis is withdrawing the adverse event claim, and has changed the conclusions in this report to 'user error caused or contributed to event'.